Event description:
It was reported that during an implant attempt, the surgeon was unable to reposition the lead and was unable to extend or retract the helical screw. The lead was removed and a visual check indicated, there was what appeared to be a small bit of tissue stuck on it. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. The lead was received with the helix fully retracted and the distal conductor distorted within the connector. The distal conductor has been over-retracted in the connector, damaged at implant. There is blood in/on helix/lobe mechanism and the sleeve head.